Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure due to problems with the circuit board inside the video connector or faulty contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced a e315 non-compatible scope connection error during inspection for use. There were no reports of patient involvement.